Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5867-3m adaptor, (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was experiencing shortness of breath with activity. The patient was seen for a device check and reprogramming of the rate was done. The device remains in use. No further patient complications have been reported as a result of this event.